Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and was determined to be use related. The product returned for evaluation was a 4fr groshong nxt clearvue catheter with a two-piece connector assembly and a needleless injection cap. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed distal to the strain relief oversleeve. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split. ¿ tensile weakness at the fracture site (due to material ballooning prior to burst). ¿ granular fracture surface texture (typical of tearing failure modes). A partial occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a fractured groshong PICC. The patient reported many issues with care and maintenance including removing statlock dressing and having nothing to replace it with, so just stuck a tegaderm over the top. He actually went and found infusional services, who put in a securacath. He reported the dressing was changed on saturday (B)(6) 2024. When the line was flushed on (B)(6) 2024 morning, he reported the nurse used excessive force and the line split. He refused any further intervention and was transferred to another facility that afternoon. Line was accessed on (B)(6) 2024. The line was twisted under the dressing and an obvious fracture. It was removed and replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported a fractured groshong PICC. The patient reported many issues with care and maintenance including removing statlock dressing and having nothing to replace it with, so just stuck a tegaderm over the top. He actually went and found infusional services, who put in a securacath. He reported the dressing was changed on saturday (B)(6) 2024. When the line was flushed on (B)(6) 2024 morning, he reported the nurse used excessive force and the line split. He refused any further intervention and was transferred to another facility that afternoon. Line was accessed on (B)(6) 2024. The line was twisted under the dressing and an obvious fracture. It was removed and replaced. No other information was provided.